Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device report showed that the implantable pulse generator (ipg) had a power on reset (por) and had gone to elective replacement indicator (eri) on the same day. The device was explanted and replaced. No patient complications have been reported as a result of this event.